Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) did not meet expected longevity, cause unknown.

Event description:
It was reported that the device had delivered approximatey 70 appropriate shocks within a 2 day period about 1 week after implant. It was also reported that the device went to recommended replacement time after 2.5 years. The device was replaced. No patient complications have been reported as a result of this event.